Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that unipolar impedance was 319 ohms and biploar impedance was 300 ohms. It was also reported that there was dropping impedances, increasing thresholds, and an insulation breach was suspected. The lead was capped and replaced. There were no patient complications reported as a result of this event.